Event description:
Device malfunction: failure to deploy. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se, attempted arteriotomy closure of a scarred common femoral artery after an unspecified procedure. Reportedly, as the thumb advancer was advanced, the sheath shred. The clip was not fired. Hemostasis was achieved using manual compression. There were no adverse patient effects reported. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history review could not be performed.